Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump alarmed for a motor error during the occlusion test and was unable to prime during the prime test due to moisture damage inside the force sensor resistor. The motor passed the motor test. The insulin pump had missing segments due to a cracked zebra connector on the display. The insulin pump had minor scratches on the display window, a broken belt clip slot at battery tube threads area, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm and a motor error alarm. Customer also states that the keypad is unresponsive. Advised customer to disconnect from the insulin pump. The blood glucose reading is 150 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.